Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown nexgen tibial tray, item # unknown, lot # unknown; unknown nexgen bearing, item # unknown, lot # unknown. Attempts have been made and no further information has been provided. Multiple MDR reports were filed for this event, please see associated reports: 00011822565-2018-04930; 00011822565-2018-04932. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent knee arthroplasty; subsequently, the patient is being considered for a revision for an unknown reason.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Reported event was confirmed form xrays received. X-rays reviewed by a radiologist indicates subluxation of the right knee arthroplasty components as noted with probable advanced polyethylene wear. Overall fit is anatomic. Alignment is markedly abnormal. Extensive malalignment as described.the product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was not reviewed due to item and lot identification is necessary for review. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent knee arthroplasty; subsequently, the patient is being considered for a revision due to marked subluxation, misalignment, and malpositioning.